Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. The patient was reportedly inadvertently administered a bolus of 7 units by accident. The patient was taken to the emergency room via ambulance and was treated with a saline and insulin to address bg, and subsequently hospitalized. Reportedly, the customer was released on (B)(6) 2024 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended.